Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, nozzle clogging was noted. In addition, bending section glue separation, plastic distal end cover scratch, crease on the connecting tube, light guide lenses chip, and charged coupled device chip were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that air/water flow issue was noted with the evis exera iii gastrointestinal videoscope. During a standard service inspection of the customer returned device, foreign material was partially clogging the nozzle. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Information was inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material clogging the nozzle likely occurred from an accessory device which broke and entered the channel. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have detected the event: ¿inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during preparation for a procedure and no patient impact.